Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42338ud00 and complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total b-hcg reagent lot 42338ud00.

Event description:
The customer observed false positive alinity I total b-hcg result for one patient. The sample was repeated the next day, and the result was negative. The following data was provided: (B)(6) 2023 sid (B)(6) : initial result = 125.06 miu/ml (positive). (B)(6) 2023 repeat result (on the same analyzer) = 2.06 miu/ml (negative). Repeat result (different analyzer ai22542) = 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
Section a-patient identifier: complete sid is (B)(6). This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg result for one patient. The sample was repeated the next day, and the result was negative. The following data was provided: (B)(6) 2023 sid (B)(6): initial result = 125.06 miu/ml (positive), (B)(6) 2023 repeat result (on the same analyzer) = 2.06 miu/ml (negative), repeat result (different analyzer ai22542) = 1.2 miu/ml (negative), no impact to patient management was reported.